Manufacturer narrative:
The test strips were requested for investigation, however, no product is expected to be returned. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer did not return the meter for investigation. As no product was returned, a specific root cause could not be determined.

Event description:
The reporter complained of discrepant glucose results for 2 patients' samples tested on accu-chek inform ii meter serial number (B)(6) compared to an unknown laboratory method. The samples were venous samples and they were from adult patients. A comparative study was performed testing the glucose level on fasting and post ingestion of glucose solution (75g/150ml diluted with 150ml of water accompanied by the juice of half a lemon). Sample 1 (patient 1) was tested on (B)(6) 2023: at baseline: laboratory result: 80 mg/dl while the meter result: 91 mg/dl after ingestion of glucose solution: laboratory result: 43 mg/dl while the meter result: 68 mg/dl. The meter measurement was taken using the strip lot number 670261. Sample 2 (patient 2) was tested on (B)(6) 2023: at baseline: laboratory result: 94 mg/dl while the meter result: 99 mg/dl after ingestion of glucose solution: laboratory result: 87 mg/dl while the meter result: 132 mg/dl. The meter measurement was taken using the strip lot number 670400 with an expiration date of 29-feb-2024. The questionable results were not reported outside the laboratory. The reporter confirmed that qcs are performed every morning and passed on a regular basis.